Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: keypad intact, no peeling. All keys intermittently responding. Removed keypad. All key contacts misaligned. Contamination under all key contacts. "Audio bolus button" cover has a tear in the center but is responsive. Unrelated to the complaint, pump powers with returned battery cap to a dim discolored display, and a battery compartment crack was observed below grip pad. The pump cover was removed, no evidence of moisture or loose components observed inside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.